Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 250 mg/dl took bolus for correction blood glucose was 400 mg/dl an hour later and now at 501 mg/dl blood glucose level. The customer was assisted with troubleshooting and declined for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump and manual injection. Customer will not returned device for analysis.